Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no information provided, rupture found during surgery.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, underweight, a crease fold, stress marks, a wear abrasion, and part of the shell is missing. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: - a sharp edge broken with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks. -missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.